Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, the md found dilator tip broken. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one cath lab sheath with the associated dilator inserted. Signs of preparation were noted on the device. The dilator hub was completely missing and there were markings that looked like it used to be there. A minor scuff was noted on the tip of the dilator consistent with signs of use. No other damage was seen on any part of the unit. The dilator measured 0.126", which was within specification limits. The dilator was advanced and removed from the sheath without resistance. The sheath was successfully flushed through the sidearm with the dilator inserted. A device history review was performed and there was one finding; however, it was determined the finding was not relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished , determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer reported broken dilator noticed during the procedure was able to be confirmed through investigation of the returned product. The unit was returned for investigation, and the dilator was missing from the hub. There was minor wear on the tip and imprints on the proximal end where the hub likely used to be. No other damage was noted. The outer diameter of the dilator measured within specification limits at 0.126". The dilator successfully advanced through the sheath without resistance and flushed properly through the sidearm. A CAPA has been previously initiated for this issue. Based on the CAPA investigation and returned product, the root cause is likely design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found dilator tip broken. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".